Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. No adverse patient effects were reported. The rv lead was explanted. Additional information indicated that the rv lead a loss of capture anomaly. Reportedly, the patient advocate informed about the patient undergone many surgeries and infection anomaly. Subsequently, the patient undergone a procedure to reattach the implantable lead wires. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead was explanted.